Event description:
It was reported that the patient presented in clinic. Upon interrogation, the atrial lead exhibited failure to capture and decreased in p-wave amplitude. The atrial lead was explanted and replaced. The patient was stable throughout.